Event description:
Note: this report pertains to one of three devices used during the same procedure. MFR report # 3005099803-2009-06046 and 3005099803-2009-06047 address the other devices. It was reported to boston scientific corp that a rf 3000 radiofrequency generator and two soloist single needle electrodes were used during a bone rfa (radio frequency ablation) procedure performed on (B)(6), 2009. According to the complainant, after inserting the electrode, a console error (e02) continuously occurred. The electrode was removed and exchanged for another. However, the same console error occurred. The procedure was not completed due to this event. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2009-06046 and 3005099803-2009-06047 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and two soloist single needle electrodes were used during a bone rfa (radio frequency ablation) procedure performed on (B)(6), 2009 (patient age, gender and weight are unknown). According to the complainant, after inserting the electrode, a console error (e02) continuously occurred. The electrode was removed and exchanged for another. However, the same console error occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported serial number could not be matched to the reported device. Therefore, the device manufacture date is unk at this time. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found no visible issues. Environmental stress testing, under conditions of high and low temperature, high and low margin (supply) voltage, and short-circuit shutdown, was performed. The generator did not exhibit any malfunction which could account for the event. Furthermore, the device passed all performance criteria of its final test procedure. The condition of the returned incident device showed no evidence of either the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. However, the generator has been cleared for the indication of thermal coagulation necrosis of soft tissues, including partial or complete ablation of nonresectable liver lesions, but has not been cleared for the specific treatment indication of bone cancer. Therefore, the most probable root cause is user error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number. (B)(4).